Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received a failed battery now alarm. The customer states the insulin pump was not delivering insulin and the blood glucose level was over 600 mg/dl. The customer was treated with shots. The customer declined troubleshoot for high blood glucose and failed battery alarm. The insulin pump will not be returned for analysis.